Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at the time. A procedure form received on 12/02/2016 noted that there was oversensing on this lead. The measurements were 4.6 mv, 482 ohms, threshold 0.7v @ 0.5 ms. Noise was not reproducible with isometrics, coughing, or pocket palpition. The physician was dr. (B)(6) at (B)(6) health in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).